Manufacturer narrative:
The gas delivery system (gds) assembly was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not reveal any signs of damage or contamination. The gds assembly was installed in a test ventilator in an attempt to duplicate the reported problem of ¿low leak co2 rebreathing risk¿ alarm. The ventilator was started up in normal ventilation. "Low leak ¿ co2 rebreathing risk¿ alarm appeared after about 30 seconds. The test unit did not pass the air flow accuracy test. Further evaluation revealed the air flow sensor u1 of the gds assembly was faulty. Replacing the u1 air flow sensor resolved the problem. The ventilator passed the air flow accuracy test and no alarms were generated.

Event description:
The international manufacturer's service technician received the v60 vent from the customer for routine periodic maintenance. During running test at the service center (with 0.25-in. Testing orifice) low leak-co2 rebreathing risk alarm occurred. There was no patient involvement associated with this event.